Manufacturer narrative:
The customer reported on (B)(6) 2023 "contrast was escaping the extension-t through the second port and once disconnected blood began to backflow from the port". It was reported that the rn was able to "locate rubber blue stopped that fit into microclave of the extension t on the floor". The customer reported no injury or medical intervention related to the incident, however the CT was not able to be performed. It was reported that the provider opted to treat the patient without imaging. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Extension set leaked after contrast administration.